Event description:
A neuro crani pack had only nine '1/2 x 1' cottonoid neurosurgical sponge in the pack. It was discovered during the initial count. The cottonoid were counted twice and only 9 were counted. They were taken off the field and another 1/2 x 1 cottonoid was opened.